Event description:
Patient reported right side intracapsular rupture diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side intracapsular rupture diagnosed via MRI. Healthcare professional confirmed "ruptures of both implants visible in magnetic resonance imagining (MRI), confirmed during the explanting surgery." The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional confirmed, "ruptures of both implants. Visible in magnetic resonance imagining (MRI). Confirmed, during the explanting surgery". The device has been explanted and replaced with another manufacturers device.